Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the heat exchanger was leaking. Additional malfunctions include the tie wraps were leaking.